Event description:
It was reported the stimulator was bulging in the patient¿s back and the stimulator was moving around making it difficult to charge for the past two weeks. It was noted it still works it ¿just takes forever.¿ it was unknown if there were any event that caused the change. It was noted the patient had fallen a couple of times but they did not correlate the falls and the stimulator moving or bulging in their back. The patient had picked up their friends wheelchair and put it in a trunk but they were unsure if they were injured. It was also noted the event or symptom occurred following strenuous activity. It was noted that lifting the wheelchair happened near the time of the stimulator bulging and moving. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).